Event description:
Per pt, crono pump serial # (B)(4) does not work. When she goes to prime it, it just says "error" and just beeps and does not run. She tried to change the batteries and it still doesn't work. Sending her another pump to replace that one so that she has two working pumps on hand prior to transition to legacy pump on friday. Pt will return broken pump to us. Switched to backup pump. Without issues or harm to pt, no further info available. Reported (B)(6) by pt/caregiver.